Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement were normal. No unexpected low battery, failed battery test, battery out off limit or off no power alarm noted. The insulin pump received with minor scratched display window, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a bad battery alarm, battery out limit alarm and failed battery test alarm. During troubleshooting, customer reported that the outside of battery compartment was cracked. Customer's blood glucose was 250 mg/dl. Customer was advised that insulin pump would be replaced.